Manufacturer narrative:
Device passed displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No frozen displays, missing segments or partial displays, white displays, flashing white displays, gray or faded displays, or unexpected display anomalies were noted during testing. No pump error 23 occurred during testing either. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had insulin pump error alarm and frozen display. Insert battery alarm did not display on the insulin pump screen. Customer stated that the there was no time clock on the screen. Customer was able to clear alarm by restarting the pump. No harm requiring medical intervention was reported. The device will be returned for analysis.